Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Based on the findings, service determined that the proximate cause of the reported issue was due to broken/damaged front cover pca. A review of the device history record for sn (B)(4) was performed from date of manufacture 08/11/2005 to the present date 11/28/2020 and note that this device has been returned for service 2 times which correlates to the customer reported issue or service repairs. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device was broken/damaged. No patient involvement.